Manufacturer narrative:
One device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed as the latch lock sensors were found to be non-functional. The latch lock sensors and ground strips were replaced. Upon further investigation, the pump failed the downstream occlusion test. The downstream occlusion sensor was replaced, and the device was able to pass all testing criteria.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited "latch sensor defective". There was no patient involvement.